Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter tilt and perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process, that a vena cava filter was placed after being diagnosed with bilateral lower extremity deep venous thrombosis and concurrent pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated the caval wall and underlying l4 vertebral body. The patient experienced back and abdominal pain. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process, that a vena cava filter was placed after being diagnosed with bilateral lower extremity deep venous thrombosis and concurrent pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated the caval wall and underlying l4 vetebral body. The patient experienced back and abdominal pain. The current status of the patient is unknown.

Event description:
It was reported through the litigation process, that a vena cava filter was placed after being diagnosed with bilateral lower extremity deep venous thrombosis and concurrent pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated the caval wall and underlying l4 vertebral body. The patient experienced back and abdominal pain. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and five months later, the physician had given his recommendation based on the medical records and the previously performed images of digital chest x-ray & abd series, computed tomography of abdomen and pelvis with intravenous contrast, computed tomography of chest with intravenous contrast, bilateral lower extremity venous ultrasound, venocavogram & inferior vena cava filter deployment, computed tomography of abdomen and pelvis with intravenous contrast, small bowel series, digital abdomen series, computed tomography of abdomen and pelvis with intravenous contrast, small bowel series, bilateral lower extremity venous ultrasound, computed tomography lumbar spine without intravenous contrast, right lower extremity venous ultrasound and computed tomography of abdomen and pelvis with intravenous contrast in with the provided observations, it was found that the filter was deployed in the infrarenal inferior vena cava at the l3-4 level just above the caval bifurcation for a patient with deep vein thrombosis whereas the physician¿s operative report states that he deployed the filter at the l2 level, but his immediate post-implantation images show that it was deployed more inferiorly at the l3-4 level. The filter was not tilted significantly at the time of implantation, but more recent (on an unknown date) computed tomography studies showed significant anterior tilt (16 degrees) with the filter apex in direct contact with, and likely partially embedded, in the anterior caval wall. All 6 of the filter legs (primary struts) and all 6 of the filter arms (secondary struts) tent the caval wall, with early perforation posterolaterally. The perforating posterior struts lie in very close proximity to the right psoas muscle and the underlying l4 vertebral body. One of the filter legs enters the upper aspect of the left common iliac vein just below caval bifurcation. No strut fractures or missing filter components are identified. No caval thrombosis, clot within the filter, wall thickening or pericaval hemorrhage. The physician has also recommended to remove the filter. Therefore, the investigation is confirmed for the alleged filter tilt, positioning issue and perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process, that a vena cava filter was placed after being diagnosed with bilateral lower extremity deep venous thrombosis and concurrent pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated the caval wall and underlying l4 vetebral body. The patient experienced back and abdominal pain. The current status of the patient is unknown.